Event description:
It was reported that an ilet user experienced repeated alert 38 events and a logged occlusion with dosing stopped; after restarting with new supplies and again performing a dry run with no supplies, the pump presented an unable to proceed message and produced a grinding sound during fill cannula, and a replacement device was arranged while the user contacts their healthcare provider for insulin therapy in the interim. Symptoms included hyperglycemia with a peak blood glucose of 235 mg/dl without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor and occlusion behavior, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. Event summary.

Manufacturer narrative:
Investigation description: the complaint associated with alert 38 was confirmed through engineering logs. However, no alerts were annunciated during testing, and the device operated as intended, successfully completing multiple dry leadscrew runs without issue. Inspection of the device revealed dried insulin residue within the drug chamber, likely resulting from a leaking cartridge during pt use, which may also have contributed to alerts 35 and 38. As the device functioned properly during testing with no abnormalities observed, the root cause of alert 38 could not be determined.